Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The user straighten the pig tail of the stent using the supplied straightener and attempted to advance over a wire guide(olympus' visiglide 0.025 inch), but the wire guide would not pass through stent lumen. He replaced it with another zebd-7-7(lot# unknown) to complete the procedure.

Event description:
The user straighten the pig tail of the stent using the supplied straightener and attempted to advance over a wire guide(olympus' visiglide 0.025inch), but the wire guide would not pass through stent lumen. He replaced it with another zebd-7-7(lot# unknown) to complete the procedure.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). Problem statement: ¿the user straighten the pig tail of the stent using the supplied straightener and attempted to advance over a wire guide (olympus' visiglide 0.025inch), but the wire guide would not pass through stent lumen. He replaced it with another zebd-7-7 (lot# unknown) to complete the procedure. The patient did not experience any adverse effects due to this occurrence. Additional information: what is the reorder number of the wire guide used with this device? - olympus / visiglide 0.025inch had a sphincterotomy been performed prior to this occurrence? - yes what is the endoscope manufacturer and model number that was used? - olympus / jf-260v please describe the location in the body where the stent was to be placed. - common bile duct lab evaluation: 1 x zebd-7-7 of lot # c1447499 was returned to cirl for evaluation. A lab evaluation was held on 1st may 2018 during the lab evaluation there was a kink noted at porthole 2 from the ductal end. A 0.035 inch wire guide could not pass porthole 2. There were two holes adjacent to the 2nd porthole which is possibly due to the wire guide penetrating the stent wall. There was indentation noted at porthole 5. There was no evidence of side or back wall damage. Root cause: a definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. However, a possible cause of this complaint is that the stent may have been kinked while straightening the pigtails with the pigtail straightener. A precaution included in instructions for use, states "care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent." It may be noted the device label indicates a 0.035¿ wireguide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wireguide. As the smaller diameter 0.025¿ wireguide occupies less space in the lumen of the pigtail stent, this may have contributed to the penetration in the stent wall. The complaint is confirmed as the failure was verified in the laboratory and the stent was found to be kinked. Documents review: a review of the manufacturing records for the zebd device of lot # c1447499 did not reveal any discrepancy related to the complaint issue. There is no evidence to suggest that this issue affects the entire lot # c1447499; upon review of complaints this failure mode has not occurred previously with this lot # c1447499 a review of the qc for the component rmn: 12-470 /zso-7-7, which is supplied by seisa europe determined that the raw material is a ship to stock item and has been accepted into cook ireland. Prd/fqc/pkg review: prior to distribution, all devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per internal quality control, there is 100% inspection on all stents for kinks and a check that the appropriate size wire guide moves smoothly and freely when inserted into both ends of the stent. There is also a visual inspection of the product and packaging at packaging, packaging qc, and post sterile qc "complete a 100% visual inspection of the packaged unit (tyvek pouched) while held at a comfortable arm¿s length from the unaided eye at normal lighting conditions." IFU review: it may be noted that according to the instructions for use, the user is instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. Summary: the complaint is confirmed as the failure was verified in the laboratory and the stent was found to be kinked. Complaints of this nature will continue to be monitored for potential emerging trends.